Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of the ultrasound machine's display became dark during use; then it was turned off. Upon restarting, the power led in the top left lights up and the word 'bard' appears in the top right, but no image is shown on the screen. When shutting down, the shutdown sound is audible, but the screen remains dark was confirmed. The reported issue of the screen remaining dark was confirmed. The root cause was a loose cable connection to the motherboard. After reconnecting it, the device operated correctly.

Event description:
It was reported that the ultrasound machine's display became dark during use; then it was turned off. Upon restarting, the power led in the top left lights up and the word 'bard' appears in the top right, but no image is shown on the screen. When shutting down, the shutdown sound is audible, but the screen remains dark. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.